Event description:
Surgeon requested lifecell human tissue product, cymetra, for ear surgery in the summer of 2018. Hospital ordered item from allergan (acquired lifecell in june 2018) for special delivery 3 days prior to the surgery, with directions to have (B)(6) deliver directly to the blood bank for package and product inspection. (B)(6) did not deliver the product as planned. Delivery was necessary because allergan would not ship a human tissue product for 1-day prior to surgery delivery due to the temperature-monitoring concerns with human tissue. (B)(6) early am delivery was received 1-day prior to surgery in the morning at the receiving dock. I moved it to the blood bank for check in and storage. The package instructed the customer to refrigerate the product upon receipt. The product was not shipped in a temperature-controlled shipping container. We did not accept the product as safe to use per this finding. Allergan complaint department was notified and made aware of the shipping error. I informed the allergan customer service department that I had made the call inquiring about the product and temperature storage and shipping requirements, because the hospital had not used the product since 2016. Customer service ((B)(4)) stated that ambient room temperature storage was appropriate. I notified allergan complaint department ((B)(4), options 3,2,3) of the contradiction of this information and the instructions on their box. They confirmed the error and my finding and replacement product was arranged for delivery the following morning of the surgical case with specific instructions to ship per the temperature guidelines of their product. The complaint department would arrange a replacement shipment. The replacement cymetra order was shipped and delivered as promised by (B)(6) directly to the blood bank on the day of surgery in the am. Unfortunately, the product was shipped in exactly the same manner as the day before without any special cool container. It was again not accepted. The surgery was cancelled as a result. Sales representative was notified. She checked into the product's IFU and storage requirement and confirmed that the information on storage requirements had not changed and was to report internally. She agreed to arrange for a new shipment of replacement product for the re-scheduled surgery.